Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the most likely root cause of device failure. Even though no such causal event like an accident is mentioned in the patient report. This is a combined initial and final report.

Event description:
An explanted device and device explant form were received at headquarters. According to the device explantation report, there was damage to the active electrode lead noted prior to device removal. Despite requested, no further information has been received. The recipient patient was explanted and not re-implanted.